Manufacturer narrative:
Device evaluated by MFR: the athletis balloon was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 12mm proximal of the distal tip. The rated burst pressure for this device is 20 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the central vessel. A 12.0mm x 60mm x 75cm athletis balloon catheter was advanced for dilatation. However, during the procedure, the balloon was ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 70% stenosed target lesion was mildly calcified and located in mildly tortuous anatomy. The balloon ruptured upon the third inflation at rated burst pressure. The device was removed without any problem and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the central vessel. A 12.0mm x 60mm x 75cm athletis balloon catheter was advanced for dilatation. However, during the procedure, the balloon was ruptured. The procedure was completed with another of the same device. No patient complications were reported.